Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c501 module. Patient sample 1: the sample initially resulted in a na value of 201 mmol/l. The sample was repeated two times, resulting in na values of 150 mmol/l and 140 mmol/l. Patient sample 2: the sample initially resulted in a na value of 208 mmol/l and repeated as 149 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer performed ise checks with acceptable results and verified the needle sipper. He found that the cuvettes were overflowing and determined a pierced pipe on the washing station. The station suction pipes were replaced. The vacuum bottles and vacuum pump hose were cleaned. The investigation determined the service actions performed resolved the issue.